Manufacturer narrative:
The investigation for the reported placement signal and high purge pressures issues has been completed. Data logs showed numerous motor current spikes with simultaneous drops in motor speed occurred in the 3 hours leading up to the high purge pressure event; these events were accompanied by erratic flows and suction alarms. After the motor current spikes increased in frequency, the purge pressure rose for 6 minutes until the "purge pressure high" alarm triggered; which sustained for the remainder of support. Visual inspection of the returned product revealed the presence of a significant mass of biomaterial on the impeller and within the purge gap and a significant catheter kink was observed next to the kink protector. In conclusion, it was determined that the cause of the high purge pressure was ingested biomaterial occluding the purge gap. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 55yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that a "placement signal not reliable" alarm suddenly occurred during impella support, but eventually resolved. Several days later, while a heart transplant was performed on the patient, a high purge pressure alarm occurred. It was noted that the clinicians had clamped the pump across the catheter while the device was in surgical mode. However, the patient continued with support and was explanted 2 days later.